Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped, after which the screen became pixelated and nonresponsive, consistent with a hardware screen failure and display damage, and the user temporarily switched to an alternate insulin delivery method until a replacement arrived. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the reported event and arrangement for device replacement with instructions for data sync, shutdown, and return. Investigation of this device revealed damage to the display component consistent with physical impact, resulting in loss of touchscreen/display function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.